Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer¿s wife called adc to report that the customer received a reading of 120 mg/dl on his adc freestyle libre sensor which was higher than he felt. It was further reported customer self-treated with ¿glucose tablets, sandwich and a banana¿ and experienced a seizure that resulted in him hitting his head and injuries on elbows, and subsequently a loss of consciousness. At 8:20 am on (B)(6) 2019, the paramedics transported customer to the hospital where a sensor reading of 495 mg/dl, 496 mg/dl, and a ¿hi¿ (readings greater than 500 mg/dl) message were obtained. The customer was diagnosed with hypoglycemia and was administered fluid (IV) as treatment. It was further reported a laboratory result of 171 mg/dl was obtained 2 hours after the customer¿s diagnosis. There was no report of death or permanent injury associated with this event.